Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing disconnected from the cartridge luer lock connection. The customer stated that they most likely did not have a tight luer lock connection. The customer's blood glucose level was not impacted. Reportedly, the customer was able to reconnect the cartridge luer lock connection to the infusion set tubing and resume insulin delivery.